Manufacturer narrative:
Additional information: manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu went into error and lost all parameters. The error logs were pulled and they had error code 800.8000. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the pcu went into error and lost all parameters, and the error logs were pulled, they had error code 800.8000. The tech support gathered information and escalated the case to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu went into error and lost all parameters. The error logs were pulled and they had error code 800.8000. There was patient involvement, but the outcome is unknown.